Event description:
It was reported that the customer kept having low blood glucose and the school nurse could not figure out why it happened. The blood glucose reading at time of the call was 51 mg/dl. The mother stated that the bolus history revealed several boluses besides the bolus given for breakfast. The mother stated that the insulin pump delivered these boluses on its own. It was attempted to give another bolus of 7.9 units after the last bolus was given, but the school nurse saw it starting and the infusion set was removed of his body. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.